Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the compact plus system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 11.6 mmol/l (mobile system) and 5.9 mmol/l (compact plus system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.